Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Clinical impression of both treating physician and the gynesonics medical director: hematometrium, no evidence of infection. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
50 yo with multiple large fibroids (5-6 cm range), managed with leuprolide acetate x 6 months then decided to be treated with sonata to bridge her to menopause. Tx date was (B)(6) 2023. Four fibroids (5, 4, 4.5, 5 cm) treated over 77 minutes via 7 ablations. D/c'd home and did well until (B)(6) 2023-felt feverish and came to ew: treated with po abx for presumptive endometritis but returned on (B)(6) with fevers. Bc + for skin contaminant only. Admitted and placed on IV abx. Imaging (CT) on (B)(6): endometrium with fluid and gas. Cannot r/o infection. Repeat CT: increased fluid (7x7x8 cm)in cavity and physicians noted no drainage per cervix. Offered hysterectomy but patient declined. Suction curettage performed on (B)(6) to evacuate hematometra and quickly improved and signed out ama one day later. Cultures were all negative.